Event description:
Account alleges the brakes are not holding after the brake pedal is set. There was no reported injury or incident.

Manufacturer narrative:
Tech asked account to check the rocker arm on the hex rod. Also, the caster may be worn out. Account replaced the brake casters to resolve the issue.